Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via voicemail that the insulin pump had air bubble at reservoir. Customer's blood glucose value was unknown. Approximate size of air bubbles were 5.2mm and 6.2mm. Customer will not return device for analysis.